Event description:
Device 3 of 3. Please see manufacturer's report numbers 1627487-2010-00280 and 1627487-2010-00281 for devices 1 and 2. On (B) (6) 2009, the pt was implanted with an scs system. On (B) (6) 2010, the pt developed an infection along the lead lines and ipg pocket. A culture was taken and revealed that the pt had a staph infection. The system was explanted and the pt was put on IV antibiotics. The pt is currently doing well and will likely be reimplanted at a later date.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.